Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 10:13:26. During night drain cycle six, the patient's ultrafiltration reading was 1116 ml, indicating the home patient (hp) drained 1116 ml more than their maximum programmed fill volume of 1800 ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The event log for this therapy was not available and a cause cannot be determined from the available information. Six bypasses were recorded during the therapy, but it is unknown what steps were bypassed in the therapy. If any additional information is received, a follow-up will be sent.